Manufacturer narrative:
D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Additional product: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 catalog #: 1125 / expiration date: / serial or lot#: unk d9: no h3:no h4: mfg date: h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the a patient ventricular assist device exhibited low flows and a sudden drop in the autologs report. The patient was admitted for further diagnosis. A computed tomography scan was conducted to rule out graft occlusion or stenosis. The results confirmed outflow stenosis. The patient remains admitted for further diagnosis and treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced a cerebrovascular accident (cva). The patient remains in intensive care.

Event description:
It was further reported that the patient was scheduled for surgery to fix the stenosis and remains in the intensive care unit (ICU).

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: 1125 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the surgery was performed on (B)(6) 2025. The stenosed part only of the outflow graft (ofg) was removed near the anastomosis site and replaced by 12mm. The surgeon sewed the new graft to the previous graft. It was noted that the patient flow was good.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and the associated outflow graft with unknown lot number were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several decreases in power consumption and estimated flows beginning on (B)(6) 2025. In addition, one (1) low flow alarm was logged on (B)(6) 2025 at 06:52:20. As a result, the reported low flow event was confirmed. The reported outflow graft stenosis could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the outflow graft and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoag ulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.